Manufacturer narrative:
Evaluation of this event could not be performed, as the device has not been returned to co but rather has been related at the hospital. Additional information is unobtainable.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and loosening of the baseplate. The femoral component and patella were also revised at this time to compatible revision components.